Event description:
It was reported to medtronic neurosurgery that the drain port cap broke. It was also reported that there was no patient injury.

Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing as there was a break at the drainage bag luer connector. It is unknown how or when this damage occurred. The instructions for use that accompanies the device states that in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system. A review of the manufacturing records showed no anomalies. (B)(4).